Event description:
It was reported that the device was powering on/off by itself, there was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported power on/off failure. Physio determined the cause of the failure to be pushed in battery pin. Physio replaced the rear case assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.